Event description:
Tech alleged the bed had no head up function and no knee up or down function. No pt impact.

Manufacturer narrative:
The tech found that several valves on the hydraulic manifold did not open. The tech replaced the hydraulic manifold to resolve the issue.